Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant could not be removed from the peek jaws and the end cap was stuck. When the implant was pulled back, the upper part came loose. Another implant had to be used to complete the case. There was a 20 minute delay.

Event description:
It was reported that a mobi-c implant could not be removed from the peek jaws and the end cap was stuck. When the implant was pulled back, the upper part came loose. Another implant had to be used to complete the case. There was a 20 minute delay.

Manufacturer narrative:
D4 UDI number: (B)(4). Device evaluation; visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. The failure of being unable to release was unable to be confirmed. Potential cause; root cause was unable to be determined. This event could possibly be attributed to putting the implant on the inserter off-axis or not turning the screw the right way. DHR review and per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
This device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by(B)(4) under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant could not be removed from the peek jaws and the end cap was stuck. When the implant was pulled back, the upper part came loose. Another implant had to be used to complete the case. There was a 20 minute delay.